Manufacturer narrative:
A seventh paragraph was added. H6. Patient codes and device codes were added. Additional codes an annex g code was added. Product analysis: review of procedural images was reported via supplemental #4. Upon receipt at medtronic¿s quality laboratory, visual inspection of the returned complaint device showed the lateral view of the inflow aspect of the valve frame, adjacent to the ¿5-6 junction¿, was slightly bent at an approximate 90° angle, which may be associated to patient anatomy. Leaflets 2 (l2) and 3 (l3) were in the closed position. Leaflet 1 was partially open with a gap between the free margins of l2 and l3. All leaflets were slightly stiff, but flexible due to the presence of host tissue on the outflow portion of the valve frame. All commissures and leaflets appeared intact with no evidence of tissue damage. Pannus was noted along the external aspect of the valve frame. Remnants of off-white pannus were observed along the fabric of the overall inflow and outflow portions of the valve frame. Off white, thrombotic-appearing host tissue partially filled and stiffened all leaflets on the outflow portion of the valve frame. Radiographic imaging showed no evidence of mineralization on the valve and/or host tissue and no evidence of valve frame fractures. Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was hospitalized for pneumonia and hypotension. Diagnostic imaging in the anterior superior plane from the lateral view revealed a distortion in the valve frame at the row 5-6 junction which had perforated the main pulmonary artery, causing pericardial effusion. Approximately four days later, the valve was explanted and the perforation was surgically repaired. No additional adverse patient effects were reported. Additional information was received to clarify the perforation in the main pulmonary artery was noted thirteen days after valve implant. Reintervention of the pulmonary bioprosthetic valve was performed three days later. Additional information was received to report the pulmonary vessel was injured secondary to deformation of the valve stent frame. Re intervention included explant of the bioprosthetic valve and a pericardiocentesis related to the pericardial effusion. Additional information was received to report the same day the perforation was noted in the main pulmonary artery, the right atrium collapsed. Prolonged hospitalization was required for surgical intervention. Additional information received indicated the explanted transcatheter pulmonary valve was replaced with a non-medtronic surgical valve. Additional information was received to report thrombocytopenia and collapse of the right atrium were related to the pulmonary artery perforation. The pulmonary artery perforation was reported to be resolved five days after the non-medtronic surgical valve was placed. Additional information was received to report the pre-operative transthoracic echocardiogram (tte) showed mild tricuspid regurgitation; however, a repeat tte performed after the implant procedure showed the tricuspid regurgitation had increased to moderate. No treatment was performed.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was hospitalized for pneumonia and hypotension. Diagnostic imaging in the anterior superior plane from the lateral view revealed a distortion in the valve frame at the row 5-6 junction which had perforated the main pulmonary artery, causing pericardial effusion. Approximately four days later, the valve was explanted and the perforation was surgically repaired. No additional adverse patient effects were reported. Additional information was received to clarify the perforation in the main pulmonary artery was noted thirteen days after valve implant. Reintervention of the pulmonary bioprosthetic valve was performed three days later. Additional information was received to report the pulmonary vessel was injured secondary to deformation of the valve stent frame. Re intervention included explant of the bioprosthetic valve and a pericardiocentesis related to the pericardial effusion. Additional information was received to report the same day the perforation was noted in the main pulmonary artery, the right atrium collapsed. Prolonged hospitalization was required for surgical intervention. Additional information received indicated the explanted transcatheter pulmonary valve was replaced with a non-medtronic surgical valve. Additional information was received to report thrombocytopenia and collapse of the right atrium were related to the pulmonary artery perforation. The pulmonary artery perforation was reported to be resolved five days after the non-medtronic surgical valve was placed. Additional information was received to report the pre-operative transthoracic echocardiogram (tte) showed mild tricuspid regurgitation; however, a repeat tte performed after the implant procedure showed the tricuspid regurgitation had increased to moderate. No treatment was performed. Additional information received further clarified that the pulmonary vessel injury was secondary to the deformation of the stent frame with penetration of the proximal strut in the superior lateral aspect of the pulmonary trunk and kinking of the superior strut of the proximal level without penetration of the pulmonary trunk. The pericardial effusion was reported as moderate. Anemia and thrombocytopenia were also identified 13 days following the valve implant. The hemoglobin measured 7.9. The baseline hemoglobin was 12. Baseline platelets measured 190 and had declined to 65. The anemia thrombocytopenia were reported as clinically significant and resulted from the main pulmonary artery perforation. Four units of packed red blood cells and 805 milliliters (ml) of platelets were transfused. The anemia and thrombocytopenia were reported as causal to the procedure and the pulmonary transcatheter valve. The anemia and thrombocytopenia resolved 8 days following onset and had prolonged hospitalization. An additional transthoracic echocardiogram (tte) was performed and identified mild tricuspid regurgitation. The worsening tricuspid regurgitation resolved 16 days following onset. The tricuspid regurgitation and pulmonary artery perforation were reported as possibly related to the valve implant procedure and the transcatheter pulmonary valve. Additional information received indicated the tricuspid regurgitation was identified prior to the pulmonary valve revision and varied between mild and moderate. Three days prior to the transcatheter valve replacement the platelets measured 165 (also reported as 65). Two days later an echocardiogram identified moderate paravalvular leak (pvl) and a reduced leaflet mobility of the pulmonary transcatheter valve. The worsening tricuspid regurgitation resolved 3 days following onset, on the date of the pulmonary valve revision rather than 16 days following as previously reported. A transthoracic echocardiogram (tte) indicated trace tricuspid regurgitation. Additional information was received to clarify the platelet level was 65.

Manufacturer narrative:
Updated data: b5. A tenth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a procedural transesophageal echocardiogram (tee), a post procedural computed tomography (CT), fluoroscopy, and two post procedural echocardiograms were reviewed. Paravalvular leak (pvl) was noted on the procedural and post procedural echocardiograms. Pvl distal jets are seen on the tee and proximal inflow jets on the transthoracic echocardiogram (tte). The pvl amount appeared to be moderate. Initial tricuspid regurgitation (tr) amount appeared mild on the procedural tee (B)(6) 2024. The post procedural echo dated (B)(6) 2024 revealed a small to moderate pericardial effusion and increased tr and right ventricular systolic pressure (rvsp). There was no obvious collapse of the right atrial or right ventricular wall in the images provided. Standard tamponade evaluation techniques including m-mode of the right atrium (ra), right ventricle (rv), and inferior vena cava (ivc) along with doppler respiration variation was not performed. Effusion was present on the initial images, but was not seen subsequently, potentially due to being performed during the pericardiocentesis. The device frame inflow appeared distorted on fluoroscopy and post CT imaging. The inflow crowns were seen protruding into the main pulmonary artery (mpa) on the CT imaging. The CT also revealed hypoattenuated leaflet thickening (halt) appearance on one valve leaflet noted as 25%. Leaflet motion appeared mildly impacted. Intra procedural fluoroscopic images were provided for review. There was no evidence of perforation in the main pulmonary artery during implantation of the valve. As stated in the instructions for use (IFU), potential risks associated with the implantation of the harmony transcatheter pulmonary valve (tpv) may include, but are not limited to perforation and rupture of the right ventricular outflow tract (rvot). Product analysis: remains in progress. Updated b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the explanted transcatheter pulmonary valve was replaced with a non-medtronic surgical valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was hospitalized for pneumonia and hypotension. Diagnostic imaging in the anterior superior plane from the lateral view revealed a distortion in the valve frame at the row 5-6 junction which had perforated the main pulmonary artery, causing pericardial effusion. Approximately four days later, the valve was explanted and the perforation was surgically repaired. No additional adverse patient effects were reported.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was hospitalized for pneumonia and hypotension. Diagnostic imaging in the anterior superior plane from the lateral view revealed a distortion in the valve frame at the row 5-6 junction which had perforated the main pulmonary artery, causing pericardial effusion. Approximately four days later, the valve was explanted and the perforation was surgically repaired. No additional adverse patient effects were reported. Additional information was received to clarify the perforation in the main pulmonary artery was noted thirteen days after valve implant. Reintervention of the pulmonary bioprosthetic valve was performed three days later. Additional information was received to report the pulmonary vessel was injured secondary to deformation of the valve stent frame. Re intervention included explant of the bioprosthetic valve and a pericardiocentesis related to the pericardial effusion.

Manufacturer narrative:
Third paragraph. D9. The device was received for analysis; however, the analysis remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was hospitalized for pneumonia and hypotension. Diagnostic imaging in the anterior superior plane from the lateral view revealed a distortion in the valve frame at the row 5-6 junction which had perforated the main pulmonary artery, causing pericardial effusion. Approximately four days later, the valve was explanted and the perforation was surgically repaired. No additional adverse patient effects were reported. Additional information was received to clarify the perforation in the main pulmonary artery was noted thirteen days after valve implant. Reintervention of the pulmonary bioprosthetic valve was performed three days later. Additional information was received to report the pulmonary vessel was injured secondary to deformation of the valve stent frame. Re intervention included explant of the bioprosthetic valve and a pericardiocentesis related to the pericardial effusion. Additional information was received to report the same day the perforation was noted in the main pulmonary artery, the right atrium collapsed. Prolonged hospitalization was required for surgical intervention.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event added. B5. Fourth paragraph added. D9. Suspect medical device was returned for analysis. H3. Product analysis remains in progress. H6. Patient code was updated to include e0605 cardiac tamponade. A report of "collapse of right atrium" was received, this was conse rvatively coded as cardiac tamponade. Additional codes f12 was replaced with f1203. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, b7, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the tricuspid regurgitation was identified prior to the pulmonary valve revision and varied between mild and moderate. Three days prior to the transcatheter valve replacement the platelets measured 165 (also reported as 65). Two days later an echocardiogram identified moderate paravalvular leak (pvl) and a reduced leaflet mobility of the pulmonary transcatheter valve. The worsening tricuspid regurgitation resolved 3 days following onset, on the date of the pulmonary valve revision rather than 16 days following as previously reported. A transthoracic echocardiogram (tte) indicated trace tricuspid regurgitation.

Manufacturer narrative:
Updated data: b5. Paragraph six was added. H6. Patient code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was hospitalized for pneumonia and hypotension. Diagnostic imaging in the anterior superior plane from the lateral view revealed a distortion in the valve frame at the row 5-6 junction which had perforated the main pulmonary artery, causing pericardial effusion. Approximately four days later, the valve was explanted and the perforation was surgically repaired. No additional adverse patient effects were reported. Additional information was received to clarify the perforation in the main pulmonary artery was noted thirteen days after valve implant. Reintervention of the pulmonary bioprosthetic valve was performed three days later. Additional information was received to report the pulmonary vessel was injured secondary to deformation of the valve stent frame. Re intervention included explant of the bioprosthetic valve and a pericardiocentesis related to the pericardial effusion. Additional information was received to report the same day the perforation was noted in the main pulmonary artery, the right atrium collapsed. Prolonged hospitalization was required for surgical intervention. Additional information received indicated the explanted transcatheter pulmonary valve was replaced with a non-medtronic surgical valve. Additional information was received to report thrombocytopenia and collapse of the right atrium were related to the pulmonary artery perforation. The pulmonary artery perforation was reported to be resolved five days after the non-medtronic surgical valve was placed.

Manufacturer narrative:
Updated data: b5, h6 (annex e, annex f). Corrected data: h6 (fdr/fdc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received further clarified that the pulmonary vessel injury was secondary to the deformation of the stent frame with penetration of the proximal strut in the superior lateral aspect of the pulmonary trunk and kinking of the superior strut of the proximal level without penetration of the pulmonary trunk. The pericardial effusion was reported as moderate. Anemia and thrombocytopenia were also identified 13 days following the valve implant. The hemoglobin measured 7.9. The baseline hemoglobin was 12. Baseline platelets measured 190 and had declined to 65. The anemia thrombocytopenia were reported as clinically significant and resulted from the main pulmonary artery perforation. Four units of packed red blood cells and 805 milliliters (ml) of platelets were transfused. The anemia and thrombocytopenia were reported as causal to the procedure and the pulmonary transcatheter valve. The anemia and thrombocytopenia resolved 8 days following onset and had prolonged hospitalization. An additional transthoracic echocardiogram (tte) was performed and identified mild tricuspid regurgitation. The worsening tricuspid regurgitation resolved 16 days following onset. The tricuspid regurgitation and pulmonary artery perforation were reported as possibly related to the valve implant procedure and the transcatheter pulmonary valve.

Manufacturer narrative:
Date of event was updated. B5. Second paragraph was added. B7. Relevant history was added. D9. Device was received for analysis. G2. Report source was added. H6. Patient code was added. Eval codes method, result, conclusion were updated. Product analysis and investigation remain ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was hospitalized for pneumonia and hypotension. Diagnostic imaging in the anterior superior plane from the lateral view revealed a distortion in the valve frame at the row 5-6 junction which had perforated the main pulmonary artery, causing pericardial effusion. Approximately four days later, the valve was explanted and the perforation was surgically repaired. No additional adverse patient effects were reported. Additional information was received to clarify the perforation in the main pulmonary artery was noted thirteen days after valve implant. Reintervention of the pulmonary bioprosthetic valve was performed three days later.